Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned and investigated. The reported clip close inability was not confirmed via return device analysis. The difficult or delayed positioning could not be replicated under testing environment. The difficulty to remove cds/sgc could not be confirmed. The l-lock tabs were observed to be broken and the scratches were note don the thread stud. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. The investigation determined that the definitive cause for clip close inability and the observed broken l-lock tabs could not be determined. The difficulty to remove cds/sgc and difficult or delayed positioning and observed scratches appear to be related due to user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip did not close and was difficult toe remove. It was reported that this was mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The first clip was implanted without issue, reducing mr to 3-4. Another clip was advanced and became stuck in the chordae. The clip was freed, and was inverted to be re-positioned; however, the clip arms did not close. Due to the clip not closing, the clip could not be retracted through the steerable guide catheter (sgc), so the clip was only retracted to the sgc tip and the devices were removed together. Mr remained at 3-4. The procedure was aborted. There was no adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.